Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the objective prism was cracked. Based on the result, we concluded that it was caused due to the physical damage applied on the objective prism. In addition, we confirmed that the air/water channel clogged, the air/water channel clogged, the insertion flexible tube (ift) deformed, the operation channel resistance, the lg supply tube incorrect, the lg supply tube incorrect, and the lcb distal cover glass cracked; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "intermittent video image when scope is connected to video processor (pentax model epk-i7010/ua010555). Issues only occurs with ed34-i10t scopes at this time. When pve is connected image is blank. When pve connector held with tension, video image returns" involving pentax model ed34-i10t-us/m110026. No further information was provided at the time of the report. Additional information received from the facility contact stated the event occurred during pre-inspection check. The device is pending return to pentax.